Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the complaint was traced to component failure specifically, deformation indicating an expected or random component failure with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the bronchovideoscope, a chip was identified on the light guide lens. There was no patient involvement.